Event description:
Patient reported he is in the hospital since (B)(6) 2023 due to central line issues and will be discharged this morning. Patient reported new target joints of bilateral knees. Patient also reported a right knee bleed on (B)(6) 2023 due to right knee surgery. Md is aware. No further information, details or dates available. Wilate frequency: infuse 4500 factor 8 units (4050-4950) slow IV every 12 hours for 5 days, then daily for 7 days, then every 24 hours as needed for bleeds. Reported to cvs/caremark by: patient/caregiver.